Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. No leaks were found. All the pressures were determined to be correct and stable. Device passed seal, purge & wet disposable integrity tests. A short simulated therapy was completed successfully. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2006. The device was received for evaluation. Review of the device service history and device history record revealed no issues that could have caused or contributed to the patient passing away. A review of the event history log revealed no keystrokes, programming, use related or increased intra peritoneal volume events that would indicate and/or contribute to the reported problem. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully. All pressures were found to be correct and stable. An internal and external inspection was performed and found no issues. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined.